Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified drug (dose, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing during the treatment. No additional information could be provided as the reporter declined follow up.